Event description:
Related manufacturer reference number 3006705815-2022-15243, related manufacturer reference number 3006705815-2022-15245. It was reported that patient had a traumatic motor vehicle accident. Thereafter, patient experienced ineffective therapy and stopped charging the ipg. Reportedly, the leads migrated and fractured. The ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.